Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow measurement and display of the system was very erratic. The perfusionist elected to remove the centrifugal system from the base and replace with a back-up system. This delayed the set-up by five minutes, but did not delay the actual surgical procedure. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.